Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "cannot attach to motor" was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the united states indicating that the device "cannot be attached to the motor". It is known that the device was used in surgery and that no patient injury was reported. It is unknown if medical intervention was reported. There was no additional information provided.